Manufacturer narrative:
(B)(4). One (1) 5.5 viper universal poly-axial driver was returned for evaluation. Visual examination at the macroscopic level revealed that the fracture was located at the driver¿s distal tip. The fractured tip was not provided for analysis. The optical image of the driver shaft reveals plastic deformation at the hex-lobes and torsional shear markings following a circular pattern. The plastic deformation at the hex-lobes indicates a torsional overload, which suggests that the driver underwent a quasi-static torsional shear failure starting at the hex-lobes and is extended around the cannulation. No material defects or other abnormalities were observed in this analysis. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. No emerging trends were found requiring further actions. A definitive root cause for the tip of the 5.5 viper universal poly-axial driver being broken intra-operatively cannot be determined. However, fracture analysis suggests that plastic deformation at the hex-lobes indicates a torsional overload, indicating that the driver underwent a quasi-static torsional shear failure starting at the hex-lobes and is extended around the cannulation. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends requiring immediate action have been observed, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
During a t10 to pelvis case we were inserting an expedium poly 9x80 pelvic screw on the patient¿s left side. The navigated viper screwdriver tip broke off in the screw head. The surgeons tried to then move the poly head of the screw and the poly head popped off the screw shank. We had a to use an easy out broken screw remover to get the screw out. We then implanted a 10x80 screw. All the broken implants and instruments were recovered.